Event description:
In 2001 the end-user called minimed, USA and stated that there was a leak at the luer connection. When the end-user disconnected the syringe enduser noticed a crack. On august 23, 2001 maersk medical received the complaint and 1 used tubing.